Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in the or for a gen change due to normal eri. The physician was having difficulty withdrawing the rv lead pin from the rv port in the header because the setscrew appeared stripped. Multiple torque wrenches were used, but were unsuccessful. It was also reported that the new lead could not be inserted because of patients anatomy and the physician determined that the patient would need additional surgery to resolve this issue. The patient was referred to a different hospital. No further information is available at this time.

Event description:
New information received notes that the setscrew was likely stripped at the initial implant in 2006. The device was successfully explanted and replaced without damaging the leads. The patient was later seen in-clinic and was doing well.